Event description:
I had the essure procedure. Since then, I have had 35-40 side effects I never had before this procedure. The biggest being vaginal pain, severe cramping, heavy bleeding, missed periods, fatigue, headaches, unknown cause of bruising, dental issues, acne, back and other joint pain, bladder issues, pain with intercourse, etc.